Event description:
It was reported that during a da vinci-assisted general hiatal hernia surgical procedure, intuitive surgical inc. (Isi) representative reported that they were having issues with the secondary surgeon side console (ssc) not having an image in the right eye. The technical service engineer (tse) reviewed logs and found no associated faults in the logs. Tse asked the customer, if there were any video cables plugged into the affected ssc and also advised to try power cycling or disconnecting video cable. Site called back in after the case was completed that they performed a hard reboot on the system and the right eye on one of the ssc's was still black. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: they stated that the procedure was dual console system and they just moved to the other system to complete the procedure robotically.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the high-resolution stereo viewer (hrsv). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The hrsv monitor reported failure was replicated. The monitor was installed on the right side of the printed circuit assembly (pca) test system. Upon power up the system boot up with no issues, except the right eye monitor was dead. No images are being shown on the right eye of the surgeon side console (ssc). The complaint was confirmed based on the failure analysis investigation, which indicates that the device may have contributed to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.